Event description:
Additional information reported that the patient's pump medication daily rate was increased on (B)(6) 2010. No information was provided as to what drug was contained in the pump or the dosage. The pump was interrogated on (B)(6) 2010, and there were no alerts found or indications that the pump had malfunctioned.

Event description:
A pt had a loss of therapeutic relief/increased pain. The catheter was repositioned at the c3 location on (B)(6) 2010. The tip of the previously existing catheter was tied off due to possible involvement regarding a tumor. The outcome was resolved without sequelae as of (B)(6) 2010. Add'l info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).